Event description:
It was reported that during a lap sigma procedure, the front part of the blade is broken and they do not know where it is. No further info is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.